Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67 year old female patient with a history of cardiomyopathy presented in a pre support clinical condition consistent with scai shock stage e. An impella 5.5 device was selected for hemodynamic support. During the attempted implantation, the device could not be successfully delivered due to patient anatomy. The reported approximate angle of insertion was 60 degrees, and a guidewire was utilized during the procedure. Resistance was encountered at the level of the innominate artery, where small vessel anatomy was noted, with a reported vessel diameter of less than 7 mm, which is below the recommended size for impella 5.0/5.5 devices. Serial pre dilation was not performed. The issue was classified as an inability to pass the device through the vasculature. Cannula kinking was observed. The inability to deliver the impella 5.5 was attributed to patient specific vascular anatomy, including small vessel size and resistance at the innominate artery, rather than a confirmed device malfunction. No further product analysis was performed due to the absence of a returned device.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (small vessel). The cause of pd-cannula assembly- (twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to patient had difficult anatomy of vasculature (small vessel).